Event description:
It has been reported to the company that the pacing wire became disconnected from the connecting pins of this device. There is no report of patient injury and device is not being returned for the company's analysis.